Event description:
This console was not on a patient. During a console training session, the customer reported a small amount of air leaking from the hose. The air hose assembly was replaced, and the small air leak was resolved. The air hose assembly that was removed from the console has been returned to syncardia for evaluation. This alleged failure mode does not pose a risk to a patient because it occurred during a console training session and was not on a patient. In addition, the alleged failure mode does not negate the ability of the console to continue to perform its life-sustaining functions.